Event description:
Hamilton medical ag received the following description: on (B)(6) 2023, the nurses in the intensive care medicine department found that the ventilator could not be started when they checked it before it was ready for use. The screen displayed red, and failure e1 was reported. The nurses in the department immediately stopped the ventilator and reported it to the equipment department for repair.

Manufacturer narrative:
The equipment department engineer arrived at the site and transferred the equipment to the equipment room. During the startup test, it was found that the equipment had a red screen and reported e1. The fault was caused by the aging and poor contact of the power switch. After replacing the switch with a new one, the test was normal and it was delivered to the department for use.

Manufacturer narrative:
The equipment department engineer arrived at the site and transferred the equipment to the equipment room. During the startup test, it was found that the equipment had a red screen and reported e1. The fault was caused by the aging and poor contact of the power switch. After replacing the switch with a new one, the test was normal and it was delivered to the department for use. The power switch being defective was due to oxidation of the contact point. The oxidation of the power contact point is due to aging to the power switch and the hospital failed to check and replaced the power switch in time. The ventilator is 8 years old. We have suggested the hospital that the power switch needs to be checked each year. In case of oxidation, replacement shall be timely made.

Event description:
Hamilton medical ag received the following description: on june 16, 2023, the nurses in the intensive care medicine department found that the ventilator could not be started when they checked it before it was ready for use. The screen displayed red, and failure e1 was reported. The nurses in the department immediately stopped the ventilator and reported it to the equipment department for repair.